Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is the patient's fall causing the implant to impinge on the nerve root.

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2015 where three implants were placed on each side. The patient had several lumbar fusions after the initial si joint arthrodesis. The patient had a long period of si joint pain relief before complaining of new radicular pain after a fall. The surgeon determined that the right side superior implant may have been impinging on the nerve root. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the right side superior positioned implant with chisels. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.